Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v219500, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the lead component of the patient¿s implantable neurostimulator (ins) was broken (diagnosed as ¿frayed in (B)(6) 2013). It was noted that the 2 of the patient¿s programs would not work on that lead, then none would work, and the lead was then replaced when the ins was replaced. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.